Event description:
Healthcare professional reported a left side "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). ¿ other technical: no observed particles in the fill channel. Additional observations: ¿ crease fold and wear abrasion observed on the device. ¿ brown particles observed inside the device. ¿ yellow particles observed outside the device.

Event description:
Healthcare professional reported, a left side "hole, non-specific." Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.